Manufacturer narrative:
Continuation of d10: product ID 977a260 serial (B)(6) implanted: (B)(6) 2023 : product type lead product ID 977a260 serial (B)(6) implanted: (B)(6) 2023 : product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the issue was resolved.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2023. Product type lead product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2023. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-oct-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 27-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep was told by the physician's office that the patient had their stimulator system removed. The patient was not getting the pain relief they had expected, and a return of pain was reported. The patient opted to have the device removed. The cause was not reported. It is unclear if the issue has been resolved, but the rep will report any additional information received.